Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) completed an in-service on the ultrasound gastrovideoscope for the staff, all the attendees were listed on the attendance sheet and all models reviewed were listed on the ontrack form. The ontrack form documented the cleaning, disinfection, and sterilization (cds) process that was reviewed during the in-service. The device was not returned to olympus for evaluation. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that an in-service was requested because the ultrasound gastrovideoscope was new to the staff. There were no reports of patient harm.